Manufacturer narrative:
The evaluation confirmed biopsy channel was clogged, distal end of the device had dents and scratches, the bending section cover glue was cracked, light guide lens had minor chip at the edge, forceps did not pass testing the borescope showed use, brush did not pass testing, switch #1 was cut, no suction due to clog in biopsy channel, and play in the control knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that a foreign body was found stuck in the channel of the duodenovideoscope, and they were unable to dislodge it. The event was found during reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter and based on the legal manufacturer's final investigation. The reporter was asked a follow-up question regarding the foreign material observed during reprocessing and the reporter responded "I do not know what material was stuck in channel or have pictures. It could possibly be a stent." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: reprocessing, performed by the user, was different from the instructions for use (IFU) recommendation. Then foreign material remained in the biopsy channel. In case that the foreign material was a stent as the user presumed, a part of the stent was suctioned into the biopsy channel by user¿s incorrect handling. Then the part remained inside the channel despite reprocessing. The root cause of why the device was not reprocessed according to the device IFU could not be determined. The following is included in the IFU and may have helped prevent the event: "insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. "All channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.